Event description:
A report was received that a patient's precision system was explanted due to an infection at the pocket site. The patient's physician stated the area was red and tender and that the patient is doing post-operating.

Manufacturer narrative:
The explanted devices were not returned to bsn for evaluation.